Event description:
It was reported the insulin pump had reoccurring button error alarms. Customer's blood glucose was unknown. The device was not exposed to moisture damage. Customer was advised to contact customer's doctor to receive a new insulin pump. Product is not returning for further analysis

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Manufacturer narrative:
All of the buttons functioned properly however, found moisture damage was found on the keypad traces. No button error alarm during our testing. The insulin pump was received with cracked reservoir tube lip, minor scratched display window, cracked case at the display window corner, cracked battery tube threads, cracked belt clip slot and cracked reservoir tube.